Event description:
A troponin assay was done and qc results were within acceptable target range, so results were reported. One pt had a positive result for the troponin and was sent to the hospital for further evaluation, but was not treated for ami. A troponin result at the hospital was negative. The initial specimen was repeated and the repeat result was negative. Root cause: unidentified through investigation, although fibrin clot is suspected to have interfered with first (false positive) result.